Event description:
Pt reports that they have been without the medication for the last 48 hours and they realized that when they started to feel very sick. Pt reports that pump serial number (B)(6) (maintenance due date unknown] malfunctioned and it has not been delivering the medication to them for the last 48 hours. Pt states that this is not the first time they have been off the medication for a more than a day and the md has advised them to follow the same protocol every time until they are back up to their maintenance dose again. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm, was reported. Pump return tracking information is not available. Photographs were not provided sq remodulin ms3 pt. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? Yes; if yes, was any medical intervention provided? Not reported. Is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.